Event description:
Customer reported leak in a set. The customer stated that there was a pin hole in the set that sprayed blood onto a nurse, in her face, across her eyes. As a result, the nurse had an eye wash. The leak was reported to be above the silicone segment but below the drip chamber. There was no patient harm and no medical intervention required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The customer complaint of pin hole in IV set could not be confirmed due to the product was not returned for failure investigation. Customer indicated that the set was not saved.